Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign present in the device.

Event description:
It was reported that four uromax ultra balloon dilatation catheter devices were set for use in a procedure. However, foreign bodies were found inside the encore inflation devices of the uromax ultra balloon kit. Additionally, the uromax ultra balloon devices were also noted to be ruptured. The procedure was completed with no patient complications. This report pertains to the first of four uromax ultra balloon dilatation catheter devices in reference to medwatch.